Event description:
It was reported that the pt's speech understanding, speech discrimination and voice response have decreased over a period of time. The external equipment has been exchanged but there was no change in the situation. There is no history of trauma or illness.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.